Event description:
Dealer alleges as the consumer was walking the screw snapped off on the wheel and the consumer fell on his elbows. Minor injury alleged.

Manufacturer narrative:
(B)(6) - RMA 860157407 has been initiated for this issue. Model 65100, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1150739 rev a (jul-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumers preexisting medical condition requires diaylsis. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Invacare consumer affairs called and spoke with the dealer. She stated that the consumer was at the dialysis center for treatment. He was walking and the wheel allegedly broke causing him to fall backwards. The consumer sustained a hematoma on his arm and bruising to his elbow. He was looked at by the nurse and doctor at the facility. The dealer did not know if he received additional care. Invacare consumer affairs called and spoke with the consumer. He stated that he was sitting on the rollator not walking with it. He was doing something to his oxygen hose and the caster wheel on the rollator allegedly snapped. He confirmed that the brakes on the rollator were engaged. Upon inspection of the unit, the leg that guides the caster into the shaft allegedly snapped. The consumer was on carpeting. He sustained injuries to his elbow and arm. He stated that his pcp provided antibiotic as a precaution. He stated that he was doing better. The consumer received a replacement rollator and the original unit is being returned to invacare for an inspection.